Manufacturer narrative:
(B)(4). Batch # r5893v. Device evaluation: the analysis results found that the sr75 reload was received with the proximal 12 drivers up without staples, and the remaining drivers down with staples present, locked and with the "doghouse" component of the cartridge damaged. Further analysis showed that the knife sub assembly was damaged, making the reload non-functional. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon performs urology procedure by stapler ntlc75. After firing, he only observes a little of stapler, most of staplers are not available on the reload sr75. The reload sr75 has not enough stapler. Surgeon uses another sr75 reload to perform procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Three photos were provided. Picture one shows tissue with three staples on it. The staples are noted with the proper formed shape. Picture two and three shows a reload with its staples retainer and tissue on an aside. The reload has eleven drivers up and the swing tab in the locked position. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.